Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. The instrument was in operation. The customer indicated the sample probe was discarded.

Event description:
The customer reported cartridge chemistry (cc) calibration and control issues and one erroneous lactate result, for one patient sample, involving the unicel dxc 800 synchron system. An initial lactate result of less than 0.3 mmol/l was obtained and released out of the laboratory. Subsequent analysis of the patient sample recovered a higher result of 1.77 mmol/l which was amended and issued to the hospital. There was no report of patient injury requiring medical intervention or change to patient treatment attributed to or associated with this event. The customer replaced the sample probe and resolved the issues. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. The instrument was in operation. The customer indicated the sample probe was discarded.